Event description:
It was reported that during an unk procedure, the handpiece was giving error code 3 during the case. They replaced the handpiece and completed the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis was performed and was found that the hand piece no longer meets the specifications for continuity. The instrument was tested on a generator and gave an error code 5. The hand piece was disassembled and a torn acoustic isolator was found. Due to this condition, it may lead an error code 3 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.